Event description:
Patient reporting that her pump alarmed "non-disp, clamp tubing" for the first time (B)(6). The patient made sure it was attached correctly and the alarm stopped. Since that time the pump has alarmed multiple times. Sent patient replacement pump. Patient reported no side effects or symptoms. No other information available. Dose or amount: 80.5 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2016 to present.